Event description:
International affiliate reported that the device failed to drain upon activation. The device was exchanged. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion - the product upon which this medwatch is based is anticipated. Once the product is rec'd, any further info derived from the eval will be submitted in a supplemental 3500a form.